Event description:
It was reported that the patient was experiencing frequent ipg charging despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.